Event description:
It was reported that PICC placed by vascular access unit on (B)(6) 2011. Patient was in-patient at the (B)(6) hospital, (B)(6). Staff noticed PICC missing. Patient had complained of arm and chest pain. Patient transferred to addenbrookes at 22.00 on the (B)(6) for removal of PICC by snaring. On xray PICC had moved through left brachial into main pulmonary artery. Patient febrile post removal of line therefore, line sent to microbiology by ward staff.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.